Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station kept into recovery mode and shut down. They switched the station off but when switched it back on, it would go through the same cycle again. There was an error code displayed on the screen and station was offline on remote smart service. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that station went into recovery mode and did shut down. The field service engineer (fse) responded to a customer report of a blue-screen error stating the hard drive was not found. All cables inside the drawer were reseated, including the hard drive cables, and the aio was also reseated. This was performed on an integrated two-drawer main unit. The system functioned as intended after the field service engineer (fse) resolved the issue.